Event description:
It was reported that an ilet user experienced a low glucose alert, confirmed by fingerstick at 51 mg/dl, self-treated with apple carrot juice, and subsequently observed a rebound hyperglycemia to 258 mg/dl. The event was attributed to user overtreatment of hypoglycemia. Symptoms included hypoglycemia, hyperglycemia, shakiness, dizziness, fatigue, hot flashes/ flushes, and elevated heart rate. Outcomes included minor injury of hypoglycemia with no significant health consequences. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect treatment of low glucose, and confirmed that no device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.